Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the stylet would not advance through the lead. Prior to placing the lead into the body, the helix extended appropriately. The lead was placed into the body and another stylet was used, the replacement stylet would not advance through the lead. The physician noted that there wasn¿t blood clogging the lead since the procedure had just begun. The physician suspected there was something wrong with the lead. The lead was not used an another was implanted without any adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.6 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.